Manufacturer narrative:
Reported event was confirmed by review of medical records. Visual analysis of the provided photograph demonstrate damage to the liner that is consistent was extraction. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records indicate: the patient underwent a second revision surgery after failed antibiotic therapy and acetabular cup found to be loose. Patient had all components removed during this surgery and was not re-implanted with medical devices but instead with antibiotic spacers.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - unknown cup, unknown head, unknown liner & unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04939, 0001822565-2017-04940, 0001822565-2017-04941 & 0001822565-2017-04942.

Event description:
It was reported that the patient's right hip underwent a 2 stage revision approximately four months post implantation due to infection and loosening.